Event description:
Bayer case number: (B)(4) chronic pelvic pain [pelvic pain], fibroid uterus [uterine fibroid] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hypertension on (B)(6) 2022, spinal cord injury in 2005 and seizures, gastritis, vaginal discharge, cyst of ovary, rectal bleeding, dysmenorrhea, menorrhagia, female sterilization, speech disorder, pelvic pain, nicotine dependence, language barrier issue in product communication, hemorrhoids, gerd, diverticulosis and depression. In (B)(6) 2018, the patient had essure inserted. In 2019 she experienced pelvic pain (seriousness criterion intervention required). On unknown date she was found to have uterine leiomyoma ("fibroid uterus"). Essure was removed on (B)(6)2023. The patient was treated with surgery (laparoscopic removal of bilateral essure implants. Bilateral salpingectomy. Hysteroscopy). The reporter considered pelvic pain and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] in (B)(6) 2021: unremarkable [computerised tomogram pelvis] in (B)(6) 2021: unremarkable; in (B)(6) 2022: normal position of bilateral essure implants. [Hysterosalpingogram] in (B)(6) 2018: confirmed bilateral tubal occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pelvic pain [pelvic pain]. Fibroid uterus [uterine fibroid]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 47-year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of hypertension on (B)(6)2022, spinal cord injury in 2005 and seizures, gastritis, vaginal discharge, cyst of ovary, rectal bleeding, dysmenorrhea, menorrhagia, female sterilization, speech disorder, pelvic pain, nicotine dependence, language barrier issue in product communication, hemorrhoids, gerd, diverticulosis and depression. In (B)(6) 2018, the patient had essure inserted. In 2019 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6)2023. On unknown date she was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (laparoscopic removal of bilateral essure implants. Bilateral salpingectomy. Hysteroscopy). The reporter considered pelvic pain and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdomen scan] in (B)(6) 2021: unremrkable. [Computerised tomogram pelvis] in november 2021: unremarkable; in january 2022: normal position of bilateral essure implants. [Hysterosalpingogram] in (B)(6) 2018: confirmed. Bilateral tubal occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification argus cases (B)(4) was found to be duplicate of each other, therefore argus case (B)(4) needs to nullify from argus database. All source documents, references, reporters, events (pelvic pain & uterine fibroids) other relevant information has been transferred to retention case. (Legacy device number 2951250-2025-00123). No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.